Event description:
It was reported that before use there was a crack near the foley catheter inflation valve, causing water leakage. Per the notification received from the investigator on 17feb2026, it was reported that there had been difficulty in deflating the foley catheter. Only 4 ml of solution could be withdrawn. This had been found during the sample evaluation conducted on 14jan2026.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number mykt1302 and manufacturing lot number ngkn1918. Visual inspection noted a tear underneath the inflation cap. Tear measurements, 0.3995". The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter was allowed to rest with no observed leaks. When once, attempted to deflate the balloon passively and only 4 ml of solution could be withdrawn (pr# (B)(4). Using the in-house syringe, balloon passively deflated in 42 sec with no cuffing noted. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this type of failure could be" balloon molding" . However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: (directions for use) (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). (They may damage the device and may burst balloon.) (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.) A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use there was a crack near the foley catheter inflation valve, causing water leakage.